Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that repair record investigation is completed. Concomitant products: carto 3 system us catalog #: fg540000, serial (B)(4), navistar ds us catalog #: ns7tcf8l174hs, lot #: unknown. (B)(4).

Event description:
It was reported that during an atrial flutter (afl) procedure, the patient had a skin burn after an atrial flutter ablation. The burn was located at the corner of the 3m indifferent electrode (model 1194f) used with the stockert generator. The electrode was placed on the low left flank. The burn was approximately 1 square centimeter. The caller was not sure if the corner of the electrode had peeled back during the procedure. Ablations were performed with a maximum power of 70 watts under temperature control programmed to 60 degrees. The customer requested the stockert generator to be evaluated. After follow up with the customer to obtain detailed information of the event, it was stated that the physician was actively making sure that the patches have perfect skin contact on each patient. No additional information was provided by the customer after three attempts.

Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter (afl) procedure, the patient had a skin burn after an atrial flutter ablation. The burn was located at the corner of the 3m indifferent electrode (model 1194f) used with the stockert generator. The electrode was placed on the low left flank. The burn was approximately 1 square centimeter. The customer requested the stockert generator to be evaluated. The stockert was sent in for evaluation in order to recreate the reported condition however the unit was found functional and ready for use during the service. Function test and preventive maintenance were performed to the unit. Nis board upgrade was performed to the stockert. All units that come for service and requires the upgrade to the board, it is performed. The upgrade is to enhance the functionality of the board and it is being performed even if the unit does not present any malfunction as seen on this particular event. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.